Manufacturer narrative:
Updated: d1, d4 catalog no, d4 serial no, h4, primary UDI number

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Ultimately, the customer reverted to an alternate method of insulin therapy. On (B)(6) 2026 the customer¿s blood glucose (bg) level was 712 mg/dl with ketones that were identified as life threatening to a healthcare provider. The customer was transported by ambulance to the emergency room. While being transported the customer received an "intravenous drip". The customer was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2026.